Event description:
Initial magnesium results of 2.0 mg/dl and 1.9 mg/dl on 2 different patient samples. Rerun of these samples recovered 6.1 mg/ld and 4.1 mg/dl respectively. An additional rerun of these same samples recovered 2.1 mg/dl and 1.7 mg/dl respectively. No information provided to determine if results were used to guide therapy. The field service representative, the rt1 valve was not functioning properly. The instrument was repaired and performance check tests were performed.